Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on their device was blank. Physio-control examined the customer's device and observed that the unit had a white screen when powering on and would lock-up; therefore defibrillation was not available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and replaced the system controller and user interface pcb assemblies. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The removed pcb's were further evaluated in the failure analysis center. It was determined that the cause of the reported failure was due to a loose component shield, which shorted components on the pcb.